Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-01088 and 0001822565-2024-01089. D10 medical devices: rotating hinge knee 23mm height size e articular surface catalog#: 00588005023 lot#: 64834849. Unknown rotating hinge knee tibial tray catalog#: ni lot#: ni. G2 foreign source: canada. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee knee revision approximately five years post-implantation due to implant fracture. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Updated: b4, b5, g3, g6, h2, and h11. Corrected: d6a. D6a implant date: the previously reported implant date was reported in error. The implant date is unknown.

Event description:
It was reported that patient underwent a left knee arthroplasty. Subsequently, patient was revised due to implant fracture. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
D10 medical devices: rotating hinge knee 23mm height size e articular surface catalog#: 00588005023 lot#: 64834849 tibial central cone size x-small catalog#: 42545000510 lot#: 64978419 15mm diameter 100mm length straight stem extension combined length 145mm catalog#: 00598801015 lot#: 65142992 femoral augment block distal only precoat size e 15 mm augment with screw catalog#: 00599003523 lot#: 64103994 size 4 precoat cemented tibial component catalog#: 00588000400 lot#: 65245266 femoral central cone size medium catalog#: 42545001012 lot#: 64597582 femoral augment block distal only precoat size e 15 mm augment with screw catalog#: 00599003523 lot#: 63138133 22mm diameter 100mm length straight stem extension combined length 145mm catalog#: 00598801022 lot#: 64546954.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Proposed component code: mechanical (g04) - femur. Reported event was confirmed by review of photograph. Visual examination of the provided pictures identified the hinge post of the femoral implant is bent, warped, twisted. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.